Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, loss of radiofrequency telemetry was observed. An engineering reset was performed but was unable to restore telemetry. The patient was able to be interrogated in clinic and was sent an inductive transmitter. The patient is stable and will continue to be monitored.